Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06672. It was reported that the pt is experiencing pain at the ipg site. It was also reported she is not receiving pain relieving coverage. The pt has to decided to have her scs system explanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.